Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for fast af. It was noted that the patient was in fast af while exerting himself. Programming changes were made. Patient was stable after the event. Device remains implanted.